Event description:
This is a f/u report for depuy report filed 01/21/2018 fluid in depuy handheld surgical devices. We have worked extensively with depuy to change our sterilization practices but we continue to have residual moisture continued after all depuy recommendations were followed. Serial numbers: (B)(4). Ref mw5074763.